Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the field service representative evaluated the unit and determined that solenoid #2 was off. He adjusted the solenoid and ran the operational verification procedure. The unit passed all tests and was placed back in service.

Event description:
The customer stated that this unit has a fio2 (fraction of inspired oxygen) error. There was no patient involvement at the time of the incident.